Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white floating particle in a small volume intermate. The particulate matter was identified after the device was compounded with meropenem, during storage. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between the dates of january 07, 2015 ¿ january 08, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with white floating particles noted. The reported condition was verified. However, the cause of the condition could not be determined. A CAPA was referenced for this event. Should additional relevant information become available, a supplemental report will be submitted.